Event description:
According to the reporter: the surgeon states that in several cases there was a contusion of tissue with the eea staplers. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. No reinforcement material was used. No further info will be provided by the reporter.

Manufacturer narrative:
(B)(4).